Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances. Technical services (ts) discussed troubleshooting options. At this time the rv lead has been explanted, as well as the implantable cardioverter defibrillator (ICD) with an allegation of malfunction. The ICD has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances. Technical services (ts) discussed troubleshooting options. At this time the rv lead has been explanted, as well as the implantable cardioverter defibrillator (ICD) with an allegation of malfunction. No additional adverse patient effects were reported.